Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery depleting rapidly issue was verified. No failure related to the reported battery hot to touch was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery was depleting rapidly resulting in the pump shutting down. Additionally, it was reported that the battery would intermittently be hot to charge. Customer's blood glucose level was 144-145 mg/dl. Reportedly, the customer reverted to alternate therapy for diabetes management.